Event description:
It was reported that the patient received inappropriate atp and hv therapy for atrial fibrillation with rapid ventricular response being misdiagnosed as ventricular tachycardia due to programming. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.